Event description:
It was reported that the original artificial urinary sphincter (aus) implant was four years ago and the device never worked. The physician believed cuff was not sized correctly during the original procedure. The patient underwent a surgical procedure in which his aus was explanted and replaced without patient complications.